Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent button alarms occurred, once while the customer was at work and once while the customer was sleeping. The customer's blood glucose level was 270 mg/dl and it was addressed with a bolus. Tandem's technical support sent the customer a pump case and educated the customer on the alarm.